Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. No motor error alarms, failed battery test alarms or prime anomalies were noted. The motor was tested outside the device and passed. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Unit received with cracked case at the display window corners and display window. Unit received with stained end cap sticker. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call the insulin squirted out during priming as well as failed battery test alarm. The customer¿s blood glucose was unknown at the time of the incident. Drive support cap was normal. Insulin pump had motor error alarm. Customer was able to complete rewind. Insulin pump passed displacement test. The insulin pump will be returned for analysis.